Event description:
An analysis was performed on the returned lead portion and the reported allegation of the insertion difficulties (lead section) was not confirmed. The lead was returned intact. The condition of the returned lead assembly is consistent with conditions that typically exist following an attempted implant procedure. No obvious anomalies were noted except for the two and a half sets of setscrew marks found at the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. Since the original generator was not available the connector pin was inserted into the cavity of other generator m103 to verify a dimensional issue in the connector portion of the lead wasn't preventing the connector pin from being fully inserted into a generator. No obstructions were noted. The lead all pin dimensions were measured and meet the requirements of the final lead packaging. The continuity checks of the returned lead assembly were performed with no discontinuities identified. No coil breaks were found. Overall length and resistance measurements of the complete returned lead were determined to be in compliance with those defined in the manufacturing specifications. Based on the findings in the product analysis lab, there is no evidence to suggest any device-related anomaly with the returned lead. Incomplete insertion of the connector pin may have been a potential cause for the observed high impedance condition during an attempted implant of this lead.

Event description:
It was reported that during a first implant a vns patient's system showed high impedance after connecting the lead into the generator. A generator test was performed and the result was ok. After the lead replacement the system diagnostics returned the impedance results within the normal limits. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. The suspected device has been returned to the manufacturer on 01/11/2016. Analysis is underway but it has not been completed to date.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The previously submitted MDR inadvertently provided the wrong suspect device for the event. Date of explant; the previously submitted MDR inadvertently provided the wrong suspect device for the event. Device evaluated by manufacturer; the previously submitted MDR inadvertently provided the wrong suspect device for the event. Evaluation codes; the previously submitted MDR inadvertently provided the wrong suspect device for the event. Device available for evaluation; the previously submitted MDR inadvertently provided the wrong suspect device for the event.

Manufacturer narrative:
Corrected data: the previously submitted MDR inadvertently provided an incorrect event description.

Event description:
It was reported that during a first implant a vns patient's system showed high impedance after connecting the lead into the generator. It was reported that the surgeon had insertion difficulties to connect the lead pin into the generator block. After the lead replacement the system diagnostics returned the impedance results within the normal limits. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. The suspected device has been returned to the manufacturer on 01/11/2016. Analysis is underway but it has not been completed to date.